Event description:
It was reported to fresenius that the end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) has a hernia. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient has an umbilical hernia, which was present prior to the patient beginning pd for rrt. The pdrn reported the patient¿s umbilical hernia had worsened recently and was causing significant drain complications. The patient was sent for a surgical consult, however the patient contracted shingles (details not provided) and is unable to undergo surgery until the shingles clear. The patient has transitioned to ¿back-up¿ hemodialysis (hd) until they can undergo the surgical repair of the hernia (hd access type unknown). Per the pdrn, the liberty select cycler did not malfunction; however, the patient¿s umbilical hernia did worsen since beginning ccpd for rrt.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. They cycler underwent and passed a system air leak test, valve actuation test, load cell verification, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of shingles and an umbilical hernia (characterized by drain complications), which warrants surgical intervention and the temporary transition to hd therapy. While there is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s), the liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that the end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) has a hernia. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient has an umbilical hernia, which was present prior to the patient beginning pd for rrt. The pdrn reported the patient¿s umbilical hernia had worsened recently and was causing significant drain complications. The patient was sent for a surgical consult, however the patient contracted shingles (details not provided) and is unable to undergo surgery until the shingles clear. The patient has transitioned to ¿back-up¿ hemodialysis (hd) until they can undergo the surgical repair of the hernia (hd access type unknown). Per the pdrn, the liberty select cycler did not malfunction; however, the patient¿s umbilical hernia did worsen since beginning ccpd for rrt.